Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 585 mg/dl at the time of incident. Customer stated sensor had inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 148 mg/dl and sensor glucose was 40 mg/dl at the time of the event, the difference was outside the acceptable range. Suspend on low limit in sensor settings was at 40 mg/dl. Customer stated device labels, including serial number and dome label stickers reported was missing, removed, worn, faded, or damaged. It was unknown that customer was using auto mode or not. The sensor will not be returned for analysis.